Event description:
Customer reportedly received results of 162 mg/dl and 500 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strips.